Event description:
Sorin group (B)(4) received a report that the temperature display of the heater-cooler fluctuated then displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report was filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective control board. The board was replaced to resolve the issue and no further failures were noted. The device was returned into service. The defective board was sent to the original equipment manufacturer for further investigation. During the investigation, the eeprom on the board was found to be faulty. The cause of the faulty eeprom was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.